Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra 2 meter was giving the error 5 error message. As the pt did not provide his telephone number, on august 6, 2009 the sr. Medical surveillance specialist sent the pt a letter requesting he contact medical surveillance. On an unspecified date, the pt alleged he obtained the error message error 5 on the reported meter. At that time, the pt experienced the symptoms of feeling 'low' and faint. The pt alleged that he was hospitalized due to the meter issue. It would have been helpful to determine the date and time the pt obtained the error message, the actions he took based on the meter issue, the date and time of the onset of symptoms, the pt's specific symptoms, if the pt attempted to test his blood glucose level while symptomatic, if he sought emergency medical attention, his blood glucose levels as tested by the hcp, his admitting diagnosis and treatment, the pt's medication regimen, and his expected blood glucose readings. The meter, test strips and control solution were replaced. No info was provided as to the nature of the pt's alleged injury. The pt reported he experienced symptoms requiring hospitalization after the reported meter error message issue occurred. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.